Event description:
Patient's husband reported low ultrafiltration during use of homechoice device. Patients husband further added that patient was just discharged from the hospital for fluid overload. Patient was hospitalized from 9/20/97 to 9/30/97 and was on hemodialysis during that time. Despite attempts to increase cycles and increase fill volume to improve ultrafiltrations, patient continued having low uf's after hospitalization. On 10/14/97, follow up interview with rn reveals patient will begin hemodialysis as of this date.